Event description:
It was reported that a pt was connected via mask ventilation to the carina. Oxygen saturation decreased, heart rate decreased and respiratory distress occurred. The reporter recognized that the carina was in standby mode. This necessitated an intubation of the pt. Ventilator was put out of standby mode and pt recovered. No serious injury reported.

Manufacturer narrative:
The device was checked on site without any finding and found to be within specification. The root cause of the reported decrease of the pt's saturation and heart rate was a user error. The user forgot to switch the device out of standby mode. The display of the carina clearly indicates the standby mode and shows additionally the message "pt not ventilated". If a pt is connected in that mode who is able to start spontaneous breathing strokes, the carina will open the emergency breathing valve to allow spontaneous, not device supported ventilation. Our post market surveillance database does not indicate any further similar reported case. Therefore no further measure is necessary.